Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the touchscreen failure was due to a calibration issue. The touchscreen was recalibrated to resolve this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.